Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The stent grafts were inserted from an iliac artery, and the first one was deployed within an implanted graft and the second one was implanted respectively. After deployment of two stent grafts, the patient did not develop an endoleak or other adverse events, and the patient tolerated the procedure. On (B)(6) 2010, the patient developed the access-site injury and bleeding (iliac artery), causing the retroperitoneal bleeding. On the same day, the physician repaired the bleeding sites and stopped bleeding in an open abdominal surgery. On (B)(6) 2010, the patient was discharged of the hospital. Per the physician, the patient's access vessel diameter was small and the patient had a large dose of anti-platelet medications pre-operatively. Due to these factors, the physician determined a femoral-artery approach, not a retroperitoneal approach, and it may have caused the access-site trauma and bleeding. Per the clinical specialist, access-site bleeding spread to the retroperitoneal space.